Manufacturer narrative:
Describe event or problem: the patient had previous percutaneous lead repair reported in MFR report #2916596-2017-00167. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to hypotension. The device was alarming continuously due to a phase to phase short that was causing pump stops. The patient was not able have another driveline revision as additional driveline was unavailable. The patient did not want to have more driveline exposed and was not a candidate for re-implant due to age and living situation. The patient became hypotensive once back in the intensive care unit after pump deactivation and blood pressure could not be maintained. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hypotension and ultimate patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2020 due to hypotension. The patient had a known phase to phase short that was causing pump stoppages and nearly continuous alarms (previously addressed under MFR # 2916596-2017-00167, MFR # 2916596-2018-03898, and MFR # 2916596-2020-01035). The patient had previously undergone a driveline repair (refer to MFR # 2916596-2017-00167) and there was not enough driveline available to perform a subsequent repair. The patient was also reportedly not a candidate for a pump exchange. The patient¿s pump was turned off on (B)(6) 2020. The patient reportedly became hypotensive in the ICU following the procedure and ultimately expired when his blood pressure could not be maintained. The device will not be returned for evaluation. The current heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.